Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 4 months following the implant of this 26 millimeter transcatheter bioprosthetic aortic valve severe central regurgitation, structural valve deterioration of predominant aortic stenosis, and an increase in the mean gradient of >= 20 millimeters of mercury (mm hg) from baseline and a mean gradient of >= 30 mmhg were identified. Patient symptoms were not reported. A new medtronic 26 millimeter valve was successfully implanted valve-in-valve (viv). Following the viv procedure the aortic gradient measured 2 mm hg. Paravalvular leak (pvl) was absent.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the viv, shortness of breath, fatigue, and ankle swelling were noted. Additionally, a transthoracic echocardiogram revealed a mean aortic gradient of 45.72 mmhg, aortic valve area of 1.12 cm2, max aortic velocity of 4.16 m/sec, leaflet calcification, trivial total prosthetic regurgitation, mild transvalvular regurgitation, and mild tricuspid and mitral regurgitation. The patient was admitted for the valve-in-valve procedure and discharged the following day.